Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was 7 mmol/l. It was reported that the pump was telling there was no insulin. Customer stated that the pump kept alarming for every four hours. The customer was advised to monitor the pump and call back if the error recurs. The customer was advised that the pump needs to be replaced.